Event description:
It was reported that the patient's stimulation was fine for the first two months after implant. Shortly after that the patient experienced shocking sensations in her car which then became intermittent. The shocking sensations have increased in frequency and occur when the device is on and off. The shocking sensations are felt in both hips. The patient was admitted to the hospital and her physician has decided to remove the device system on an unknown date. The patient has experienced good symptom control with the device. It was noted that the patient has "a lot other hardware in her body" bedsides the neurostimulator. Further information is being requested from the hcp.